Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of gastric stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a worsening of nausea and vomiting. Contributing factors were unknown. The device was explanted on (B)(6) 2020. The event was not resolved at the time of the event.